Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported that a physician questioned falsely depressed sodium results generated on the alinity c processing module for one patient. The following data was provided (normal range 136 to 145 mmol/l): sid z016124721 initial result was 118 mmol/l, repeated sid 1247 (same sample) 141 and 140 mmol/l on different instrument. Patient previous result was 136 mmol/l no impact to patient management was reported.

Manufacturer narrative:
The abbott customer technical advocate (cta) asked the customer to calibrate the sample probe, replace the ict module probe, and flush the ict module. The customer performed the recommended troubleshooting and resolved the issue. No additional discrepant sodium result issues have been reported since the troubleshooting was completed. The ict module was determined to be the cause of the issue. The instrument service history review revealed no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not reveal any trends related to the customer¿s issue. Labeling was reviewed and found to be adequate. The alinity ci-series operations manual (80000071-108) provides adequate information regarding the troubleshooting of erratic/discrepant results and the removal, replacement and verification of the ict module. Based on the information within the complaint record, no systemic issue or deficiency was identified.